Manufacturer narrative:
The product was visually evaluated and confirmed to have part of the drill tip broken off. The broken segment of the drill was not returned. The mostly likely cause of this failure is excessive force (side loading/moment force) by the user after the drill had become entangled in the patients gauze. The IFU (instructions for use) states "5. Do not use excessive force on any drill, bur, or blade. Excessive force may result in unusual stress conditions and result in breakage or fracture of the device." There are no manufacturing defects associated with this lot of parts. The most likely cause of this failure is excessive force due to user error. Fields were updated based on the completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported the tip of the drill broke during oral surgery. When the surgeon inserted the drill into the patient's bone, it passed through the bone and broke becoming entangled in the gauze that was placed under the bone. The broken tip was retrieved and was discarded by the hospital. No adverse events were reported.